Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 fr angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath, carrier tube, and header bag. The device was subjected to visual analysis. The device appears to be in used condition, with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The device sheath is cut, exposing the collagen and anchor. The temperature dot is triggered on the header bag. The returned sample was in rear lock position, with the anchor and collagen present. Therefore, the complaint can be confirmed for a non deployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The angio-seal device was inserted into the insertion sheath as per procedure. When the angio-seal device was withdrawn, the angio-seal device fully came out of the insertion sheath with the anchor and the hemostasis failed. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. After removing the angio-seal device from the patient, the device was dissected to determine whether the collagen sponge was still present in the device. It was confirmed that no collagen sponge remained in the patient's body. The procedure before deploying the device was permanent pacemaker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 7 mm. The patient had peripheral vascular disease. The blood loss was less than 250cc. No equipment or other devices were used with the angio-seal.